Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer's blood glucose was unknown. The customer reports the button was not responding. Troubleshooting was performed for keypad anomaly and noticed the time was advancing. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.